Event description:
Patient was undergoing a laparoscopic sleeve gastrectomy. While using the endo gia ultra universal stapler handle (12mm xl), there were difficulties deploying the green button as it was sticking and very difficult to use. The procedure was completed using the endo gia handle as it still worked but just difficult to use.======================manufacturer response for surgical stapler, endo gia ultra universal stapler (per site reporter)======================no known response